Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 767 mg/dl. The customer also has other health issues. Troubleshooting was performed, and the insulin pump passed the prime, high pressure and self tests. Nothing further was reported.